Event description:
It was reported that the patient experienced unspecified performance issues with an unspecified device.

Event description:
It was reported that the patient experience inflation issues with the pump of an inflatable penile prosthesis (ipp). A surgical procedure was performed in which system fluid loss was noticed. During the physician believed the reservoir was the reason for the malfunction therefore only the reservoir was replaced. The previous component was left in the patient. The patient did not experience any adverse events and had a satisfactory outcome following the procedure.

Manufacturer narrative:
B1, b2, b3, b5, d4, d6, h2, h6, h10 updated.